Event description:
On 9/6/00 it was reported to the kendall company that a needle stick. On 7/30/00 a sharp from from inside the container stuck through the side of the sharps container does not appear to be over filled. Employee grazed their hand across the sharp but did not break their skin and rec'd no medical treatment. The employee was getting ready to close and dispose of the container.